Manufacturer narrative:
On 26-aug-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and during the remap phase of the procedure, and (after successfully performing a first map, the device could not be flushed at all with the heparinized nacl solution. There were no errors noted prior to discovering the issue. Also, as flushing was being made, irrigation would not go through catheter. All troubleshooting was done, but the bwi irrigation tube was switched for a new one with no success. Irrigation was done through the pump to check if the pump was functioning, which it was. The issue was only solved by replacing with a new octaray catheter. There were no consequences for the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. An irrigation test was performed, and irrigation could not be performed, therefore, dissection was performed in the tip area and the irrigation tube was found folded. A manufacturing record evaluation was performed for the finished device number lot 31112240l, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. The potential cause of the irrigation tube bent could not be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and during the remap phase of the procedure, and (after successfully performing a first map, the device could not be flushed at all with the heparinized nacl solution. There were no errors noted prior to discovering the issue. Also, as flushing was being made, irrigation would not go through catheter. All troubleshooting was done, but the bwi irrigation tube was switched for a new one with no success. Irrigation was done through the pump to check if the pump was functioning, which it was. The issue was only solved by replacing with a new octaray catheter. There were no consequences for the patient.

Manufacturer narrative:
On 6-aug-2025, bwi received additional information indicating that there were no visible errors/issues on the complaint device. Additionally, on 19-aug-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).